Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that air bubbles were present in the cartridge and the patient had a blood glucose of 262 mg/dl with unspecified ketones, dizziness, and their eyes "felt funny". Patient received no unusual treatment. During troubleshooting, is was noted that cartridge use was per IFU, and that the patient alleged no visible damage prior to use. This complaint is being reported as the patient experienced hyperglycemia and because the presence of air bubbles in the cartridge can result in under delivery of insulin.